Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information: on (B)(6)2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6)2010, the patient was hospitalized for the peritonitis. A peritoneal effluent culture revealed gram negative bacillus. The patient was treated with unknown antibiotics. Pd therapy was ongoing. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Medical history was significant for end stage renal disease (esrd), diabetes, and peripheral vascular disease. Per the nurse, the peritonitis was unrelated to pd therapy.

Event description:
It was reported that pt complained of squeaking. Reported to surgeon on (B)(6) 2009.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4).a batch review was performed for potentially associated lot for the cassette (h10d03038) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.